Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician, the maestro duraguard foot was found to be bent, which can cause damage to the dura. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.